Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found that the docking station had been damaged preventing the transfer carriage from properly locking to the docking station. Facility personnel were aware that the docking station was damaged prior to the event and continued use of the transfer carriage. The user facility did not contact steris prior to the reported event for service. The user facility personnel should have removed the unit from service until the appropriate repairs were completed. The evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the evolution transfer carriage, specifically removing the unit from service if it is damaged and contacting steris to perform necessary service. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their evolution transfer carriage, it fell to the floor contacting their foot. Medical treatment was sought; the user facility did not disclose if medical treatment was administered. The employee returned to work the same day.